Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a fracture. A new rv lead was successfully placed. It had been previously reported that this lead produced noisy signals due to the fracture. The noise then caused the timing of the device to reset causing a delay in the pacing delivered. Additional information was received confirming that reported observation of noise was resolved. Subsequently the lead displayed loss of capture (loc). The device was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to have been fractured and began producing noisy signals. The noise then caused the timing of the device to reset causing a delay in the pacing delivered. Remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that reported observation of noise was resolved. No additional adverse patient effects were reported.

Event description:
Subsequently the lead displayed loss of capture (loc). The device was programmed to aai. The lead remains in service.